Manufacturer narrative:
One 4mm tip, large curl, safire ablation catheter was received for evaluation. Electrode 1 and the thermistor/thermocouple met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
During an supraventricular tachycardia (svt) procedure, the safire catheter displayed no signal. The device was replaced, and the rv electrode displayed as normal. When the catheter was moved to another position, no signal was displayed on the catheter. The catheter was exchanged a second time and the procedure was able to be completed with no adverse patient consequences.